Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired. These claims were allegedly caused by the patient's exposure to the product which was administered during dialysis treatment.